Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 and is being corrected on this follow-up #02 MFR report: 3005168196-2024-00333. 1. Section h. Box 10./11. Narrative/corrected data. Evaluation of the returned benchmark confirmed a leak on the proximal end. While flushing the benchmark during decontamination, the device leaked from underneath the strain relief. Evaluation revealed a kink near the hub underneath the strain relief, and a hole was present in the catheter. This is likely contributing to the leak and typically occurs if the device is gripped by the hub and is manipulated at angles during use. Further evaluation revealed bends and kinks along the length of the benchmark. This damage was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Note: based on the investigation findings, this is not considered a reportable event. This event did not and, if it were to recur, it would not cause or contribute to serious deterioration or death.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak on the proximal end. While flushing the benchmark during decontamination, the device leaked from underneath the strain relief. Evaluation revealed a kink near the hub underneath the strain relief, and a hole was present in the catheter. This is likely contributing to the leak and typically occurs if the device is gripped by the hub and is manipulated at angles during use. Further evaluation revealed bends and kinks along the length of the benchmark. This damage was incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter 5f (5f select), a non-penumbra short sheath, and a guidewire. During the procedure, the physician successfully placed the benchmark in the ica via femoral artery access using the short sheath, 5f select and guidewire. The physician then noticed that the proximal end of the benchmark was leaking saline. Therefore, the benchmark was removed. The procedure was completed using a new benchmark and the same 5f select. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.